Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 163669, item name: femoral head, lot number: 041430, item number: 103532, item name: low profile screw, lot number: 100790, item number: 51-107150, item name: taperloc stem, lot number: 2725411, item number: 103532, item name: low profile screw, lot number: 100830, item number: xl-105934, item name: arcom liner, lot number: 653760. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03231, 0001825034 - 2018 - 03232, 0001825034 - 2018 - 03230. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during primary hip surgery, the patient experienced blood loss of approximately one liter. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was able to be confirmed due operative notes received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends